Event description:
It was reported to philips that the battery is not holding a charge and the customer would like information on how to purchase a new battery. There was no reported patient involvement.